Event description:
A customer reported a malfunction alarm on the pump followed by low power and shutdown, identified by the code 15 in tandem source. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support informed the customer that the malfunction could not be reset and arranged for pump replacement. As the pump was out of warranty, the customer expressed interest in obtaining a loaner pump and would follow up regarding renewals.